Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to b3, b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ as below. Inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing the tracheal intubation fiberscope had a pinhole in the curved rubber. No further information is available. There were no reports of patient harm. During inspection and testing of the returned device found the coating on the image guide serpentine was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water tightness was not maintained due to holes in the curved rubber, the curved tube had an abnormal angle, the channel cleaning brush could not be inserted smoothly due to a crushed forceps channel, the light guide bundle was broken, the flexible tube of the insertion section was crushed, the coating of the insertion tube had come off, water tightness of the operating part was not maintained, liquid leakage was observed in the operation part, the operation part was scratched, the insertion part of the corrugated tube was scratched, the eyepiece was scratched, the eyepiece was peeling, the operation unit cover was scratched, the grip was scratched, the angle lever was scratched, the up/down plate was scratched, the vent metal under the grip was scratched, the fixed ring was scratched, and the index on the light guide mounting base was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a pinhole in the curved rubber. Inspection and testing of the returned device found the coating on the image guide serpentine was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.